Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was returned to the manufacturer for analysis. The uninterruptible power supply (ups) was found to not be charging the batteries beyond 50%. It failed a load test at 3 min. 35 seconds. The mobile view station (mvs) board was found to be faulty, not allowing communication to the imaging system, causing boot hang. The ups and mvs board were replaced and tested. All testing passed. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when he arrived at the site to set up for a case the imaging system had already been turned on. He didn't know how long. It displayed the message 'initializing, please wait'. After waiting for 10 minutes, there was no change. He rebooted the system 3 or 4 times with and without the umbilical connected- still no change. There was no patient present when this issue was identified.